Event description:
A leveen electrode was being used along with an rf generator for the therapeutic ablation of two 2.5 centimeter tumors in the liver. During the procedure, the pt began experiencing acute pain at the bosom and abdomen even though midazolam had been infused at the beginning of puncture through the vein. Although clotting parameters were normal prior to the procedure and no bleeding from the puncture point was found, the next day the pt experienced hemorrhaging in the lungs and subsequently expired. No autopsy was performed to determine the primary site of bleed. It should also be noted that the physician believed the needle did not puncture the lungs.